Event description:
It was reported that during the implant procedure, the lead impedance was high on the right ventricular lead and there was no capture. The result was the same when checked the connection between the lead and analyzer. Using difference analyzer cables, the lead impedance remained high. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal conductor was extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. Electrical resistance and cross continuity test results were within specifications.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.